Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. The reporter of the complaint was asked to indicate the explant date and patient data. The information has not yet been received by allergan. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Facility called and stated that the "port had sheared off approx 1 cm away from the port on the tubing." The port was removed and replaced with an access port ii. The device will be returned.